Event description:
While attempting to use a boston scientific 9mm/12mm extractor balloon during an ercp, the 9mm would not inflate. Attempted to fill to 12mm then back down to 9mm and it was not inflated. Opened second device, same lot, and it would not stay/inflate prior to use. Dr. (B)(6).